Event description:
It was reported to boston scientific corporation that an ultraflex non-covered tracheobronchial stent was to be implanted within a cancer patient on (B)(6), 2010. According to the complainant, the stent system was passed through the patient's tortuous anatomy and positioned in the patient's left bronchus. The deployment suture was pulled and the stent was partially deployed about half a centimeter. After a few knots were released however, strong resistance was felt which caused the catheter to bow. This image was seen within the radiograph. The device was removed and the procedure was completed with another ultraflex non-covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex non-covered tracheobronchial stent was to be implanted within a cancer patient on (B)(6), 2010. According to the complainant, the stent system was passed through the patient's tortuous anatomy and positioned in the patient's left bronchus. The deployment suture was pulled and the stent was partially deployed about half a centimeter. After a few knots were released however, strong resistance was felt which caused the catheter to bow. This image was seen within the radiograph. The device was removed and the procedure was completed with another ultraflex non-covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (stent partially deployed / strong resistance / catheter bowing). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.